Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the allegation of non-intuitive instrument movement. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument¿s grip tips were moving intuitively and they were following all the master tool manipulator (mtm) input commands. As part of the evaluation, the instrument was further investigated and one of the blade edges was found to be indented. This condition prevented the blades from closing. The known cause of this unrelated issue is attributed to mishandling and misuse. A review of the device logs for the monopolar curved scissors (part# 470179-19/ lot/serial# k10220509 - 0469) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors was last used on (B)(6) 2022 via system serial# (B)(4). There were 8 uses remaining after this last usage. No image or procedure video was provided. This complaint is considered to be a reportable malfunction due to the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion. The initial allegation is ambiguous and it can be interpreted as that the instrument may have unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, and the reported issue could not be replicated, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument was moving non-intuitively. The mcs instrument was replaced. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.